Event description:
The customer reported an error condition of "diff preservative pump (pm204) did not sense home" was generated and the instrument operation was halted when using the unicel dxh 800 coulter cellular analysis system. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found pump pm204 would not turn. The fse replaced the pump to resolve this issue. (B)(4).